Event description:
Laparoscopic removal of both ovaries and tubes. During case a vanguard, jcn-283107 reprocessed endocath made by autosuture, cat# 173050, separated inside abdomen. Dr was able to retrieve device in total. If dr was unable to retrieve, a laparotomy would have been performed. Pt fine.